Event description:
Mattress covers recently have been experiencing unexpected tears, making the surface uncleanable. This is an issue because patient bodily fluids can get through the cover, and onto the mattress itself. Being an uncleanable surface, the risk for the spread of infection is increased from patient to patient. Replacement covers have been ordered, but will not arrive for the immediate replacement of the amount of necessary mattress covers experiencing this unexpected issue.